Manufacturer narrative:
(B)(4). Multiple mdrs were submitted for this event. Please see reports: 0001822565 - 2019 - 01238, 0001822565 - 2019 - 01239, 0001822565 - 2019 - 01240, 0001822565 - 2019 - 01241. Concomitant medical products: humeral stem 00434901413 lot 61919726, humeral liner 00434903606 lot 61882957, glenosphere 00434903611 lot 61929202, glenoid baseplate 00434903811 lot 61912949. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported the patient has pain 7 years post left reverse shoulder implantation. No further information is available at this time.

Manufacturer narrative:
No device was returned for review. Medical records were reviewed with no complications noted. DHR was reviewed and no discrepancies were found. Root cause is undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at this time.